Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer would not start up, however it was noted that the unit did not boot up properly, that it powered up to a gray screen for over 10 minutes. Analysis also found that the display was malfunctioning and it was therefore replaced and that the programmer failed its left antenna test due to the antenna being loose and it was therefore secured and re-torqued. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not start up. The programmer was returned for service. No patient complications have been reported as a result of this event.